Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of left ventricular ejection fraction 27%, severe tricuspid regurgitation, moderate mitral regurgitation and heart failure. Prior to procedure, the patient was in a critical condition. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc). Post-implant, while removing the ds the patient developed cardiac arrest. Despite all resuscitation maneuvers the patient was deceased on the same day.

Manufacturer narrative:
An event for hypotension, cardiac arrest, and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, the patient had prior medical history including left ventricular ejection fraction 27%, severe tricuspid regurgitation, moderate mitral regurgitation and heart failure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported death, hypotension, and cardiac arrest could not be conclusively determined. It is possible that patient condition contributed to this event. However, this cannot be confirmed. The reported unexpected medical interventions were a result of case-specific circumstances as CPR was performed and medications were administered to address the hypotension. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The event was reviewed by an abbott senior director of medical affairs: limited narrative was provided. The cause of death is most likely related to the patient¿s critical condition and underlying comorbidities. Should further information and/or imaging become available, an addendum will be issued to this review.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of left ventricular ejection fraction 27%, severe tricuspid regurgitation, moderate mitral regurgitation and heart failure. Prior to procedure, the patient was in a critical condition. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc). Post-implant, while removing the ds the patient developed cardiac arrest. Despite all resuscitation maneuvers the patient was deceased on the same day.